Event description:
It has been reported that an abutment screw fractured inside of an implant. The surgeon had to perform an add'l surgical procedure to remove the abutment screw from the pt's mouth. Pt injury has not been reported.